Event description:
A product liability claim was raised. It was reported that the pt was implanted with a durom acetabular component 54/48 code n on the left side on (B)(6) 2007. Currently, the pt is being monitored due to pain. The pt has not been revised to date.

Manufacturer narrative:
The MFR did not receive devices or x-rays, but other source documents for review were provided (surgical report). The pt is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in 07/01/2008. Should additional information become available and/or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).